Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump was over delivering insulin, causing the blood glucose to dip low. The blood glucose reading was 77 mg/dl. The customer had a low of 20 mg/dl and was woken up to administer treatment. The drive support cap was normal. The insulin pump programming was correct. The reservoir did show less insulin than was shown on the status screen. The reservoir had 100 units while the status screen showed 106.8 units. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The reservoir volume matches the units remaining in the status screen. The low reservoir alarm functioned properly during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the pump was programmed with multiple basal profiles and monitored. The basal profiles delivered the indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly were noted during testing. The pump was uploaded properly using care link pro. No display anomaly was noted when uploading to care link pro. No cosmetic damage was noted.

Manufacturer narrative:
Additional information has been received which was not reported on the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.